Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2019 with the following findings: during investigation, the keypad rubber was undamaged, and all buttons responded properly. The audio bolus button was undamaged and responsive. The alleged unresponsive buttons complaint was unable to be duplicated during testing. The pump cover was removed, and no intermittent conditions were found to the keypad circuit. Unrelated to the original complaint, the display screen contrast was dim and reddish. The returned battery cap was stripped and the cap was unable to fit. The test battery cap was used. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue; under responsive keypad buttons. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.